Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 445 (mg/dl) for the past month. Reportedly, customer has also experienced ketones ranging from 0.1-0.3, but indicated that they were not determined to be life threatening. Customer administered insulin injections and a correction bolus with the pump to treat bg levels. Reportedly, customer believes that their insulin needs many be changing. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they will change pump supplies to see if this resolves bg levels. Recommendation was made to consult with health care provider to discuss diabetes management. Customer declined further assistance and indicated that they will contact tandem technical support if they encounter any issues.